Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28, lot# va1j1j4, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was experiencing pain, fever, and swelling at the pocket and incision site post-operative from their latest lead revision on (B)(6) 2017. It was indicated that the patient had complained to their primary care physician of fever and pain at the surgical site. The patient had a follow up with their colorectal surgeon the day before report and was put on antibiotics. It was noted that the patient had a follow up appointment scheduled with their colorectal surgeon for (B)(6). It was indicated that the issue was not resolved at the time of report and that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. Additional information was received from the hcp via a rep on (B)(6) 2017. It was reported that the lead and stimulator had been explanted. There was a possible infection and antibiotics had been administered. It was indicated that the issue was resolved at the time of report. No further complications were reported or were expected.